Event description:
It was reported that early battery depletion occured. The right ventricular (rv) lead had high thresholds which required increased rv output. The device was explanted and replaced while the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was normal and the device met expected longevity.